Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent dislodgement occurred. A 3.00x20 synergy¿ drug-eluting stent was selected for use. However, during preparation when the physician took the stent protector off, the stent came off too. The device was not used on the patient. The procedure was completed using a 3.0x28 non-bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent had detached from the balloon and was returned for analysis. A visual examination of the detached stent found that almost the entire stent profile was damaged with struts bunched and overlapping. The product stent protector was returned for analysis with the device and the inner diameter measured and was within specification. The balloon cone profiles & balloon main body were reviewed and analysis suggests that the balloon may have been subjected to positive pressure. The balloon wings were opened out from their folded positions and solidified media was evident inside the balloon chamber, as well as dried blood. Crimp markings evident on the balloon wall are not as prominent due to the balloon previously receiving positive pressure or manipulation. An inflated balloon tends to reduce the pillowing effect caused during the stent crimping process. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination of the midshaft found one kink at 3cm from the hypotube to midshaft bond. This type of damage is likely to have been caused by excessive tensile force being applied to the delivery system. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 3.00x20 synergy¿ drug-eluting stent was selected for use. However, during preparation when the physician took the stent protector off, the stent came off too. The device was not used on the patient. The procedure was completed using a 3.0x28 non-bsc stent. No patient complications were reported and the patient's status was good.